Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the non boston scientific right ventricular (rv) lead. The patient was evaluated in the clinic and the health care professional (hcp) performed aggressive maneuvers and isometrics in both unipolar and bipolar and all impedances were normal and no noise was present. All testing in-office did not elicit any indication that the lead is compromised therefore the lead was programmed back to bipolar. Ts discussed a possible spring contact issue. Ts noted that the abrupt impedance change due to spring contact will likely happen again. The hcp agreed and made a note that if and when lss happens again to bring patient in and program unipolar pace and bipolar sense. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high impedances out of range in the non boston scientific right ventricular (rv) lead. The patient was evaluated in the clinic and the health care professional (hcp) performed aggressive maneuvers and isometrics in both unipolar and bipolar and all impedances were normal, and no noise was present. All testing in-office did not elicit any indication that the lead is compromised therefore the lead was programmed back to bipolar. Ts discussed a possible spring contact issue. Ts noted that the abrupt impedance change due to spring contact will likely happen again. The hcp agreed and made a note that if and when lss happens again to bring patient in and program unipolar pace and bipolar sense. This pacemaker remains in service. No adverse patient effects were reported.